Event description:
The versa power suite laser was turned on with the flexmax holmium fiber connector. Surgeon slightly pulled at the wire and the wire broke into 2 pieces. Laser was put on stand-by and turned off. The versa power suite laser was turned back on with a new flexmax holmium fiber connector. The settings were checked and the fiber sparked about five inches from where it was plugged in. The laser was put on standby. Add'l pt ID: t2.